Event description:
The company received a report where it was claimed that tube migrated up the vocal cords during patient use. The caller reported that non routine extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
The lot number is unknown therefore the date of the manufacture cannot be determined and the device history record cannot be reviewed. Additionally, the sample is not expected to be returned for analysis. If the sample is received at a later date and new and/or significant information is obtained from the investigation,a summary of the investigation results will be provided in a supplemental report.